Event description:
While performing an optease ivc filter removal the texan snare foreign body retrieval device malfunctioned and broke, leaving the filter in the left femoral vein. Pt was transferred to or for removal of filter.